Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer did not reported symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Customer stated the auto mode feature was active at time of event. Customer reported the difference between sensor glucose and blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.